Event description:
It was reported to a physio-control customer service representative that the customer's device showed the attention icon and the charge-pak icon in the readiness display. When the device arrived at physio-control and the device's lid was opened, the service indicator icon was displayed as well, and from then on, all three icons were displayed. The voice prompt that was started upon opening the device was interrupted and the device would not function anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly had drawn excessive current. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to a filter, designator fl9 on the analog pcb assembly, leaking at 112 micro ampere. This caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the voice prompt that was started upon opening the device was interrupted and that the device would not function anymore. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.